Manufacturer narrative:
The event of contact dermatitis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: contact dermatitis.

Event description:
Healthcare professional reported via lecture abstract left side "palm-sized erythema", "contact dermatitis" against a tissue expander; treatment reported as topical steroids. The device was explanted. The tissue expander was replaced with an implant after one year.